Event description:
Philips received a complaint from the customer that the equipment went down, the breaker tripped, reset but nothing is coming on.

Manufacturer narrative:
(B)(4). The field service engineer troubleshot the system and found that the power tray was defective. He replaced the power tray field replaceable unit. This solved the reported problem.